Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had low blood glucose levels and went to hospital. The patient blood glucose levels in hospital were 33 mg/dl and stayed at hospital for 11 hours. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.